Event description:
Customer alleged glucose result of 82 mg/dl with symptoms of low blood glucose. Customer reported passing out while trying to self-treat. Customer reported seeking medical reatment for lacerated scalp and received cat scan, cardiac ultrasound, eeg, and EKG. At the time of the report, customer no longer had the suspect test strips.